Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the instrument in question on (B)(6) 2016 to assess the test well images in question, which were observed to be visually positive.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2016.